Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " cryptosporidium false positive; ongoing since december. "

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assay used: bd max enteric parasite. The following information was provided by the initial reporter: " cryptosporidium false positive; ongoing since december. "

Manufacturer narrative:
The following fields were updated with additional information: b.5. Event description: it was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assay used: bd max enteric parasite. The following information was provided by the initial reporter: " cryptosporidium false positive; ongoing since december. "

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assay used: bd max enteric parasite the following information was provided by the initial reporter: " cryptosporidium false positive; ongoing since december. "

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "epp cryptosporidium - fps". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 5/4/2021. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. H3 other text : see h10.